Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were 2 o-rings was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.